Event description:
A customer reported a cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed multiple cartridge alarms with consecutive cartridges and decided to replace the pump. The replacement pump was sent to the customer, who was advised that it would have updated software. The customer was also given instructions for putting the problematic pump into storage mode and instructed to return it within 10 days to avoid additional charges. The caller was informed about the need to program their pump settings and connect their continuous glucose monitor to the new pump. There was no backup insulin therapy available to the customer, and they planned to consult a healthcare provider.